Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead. A revision procedure was performed and dislodgement of the rv lead was observed. Additionally, a helix retraction anomaly was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the rotation of the right ventricular (rv) lead helix was tested prior to introduction into the body of the patient and no anomalies of the helix rotation were noted at that time.

Manufacturer narrative:
The reported events were lead dislodgment, loss of capture, and helix anomaly. As received, a complete lead was returned in one-piece. The reported event of helix anomaly was confirmed. Visual examination found the helix partially extended and clogged with blood tissue. After cleaning the helix could be fully extended and retracted. Additionally, the helix was measured within specifications. The reported event of loss of capture was not confirmed. X- ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted on the lead body.